Manufacturer narrative:
A sample product was not returned for analysis. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) that was initially implanted five years ago has discolored to a dark yellow and the refractive error is -2.00 sphere. Additional information was requested.